Event description:
It was reported that the device had just been implanted and the physician did an ablation right on top of th leads after being attached to the device. The device exhibited a loss of telemetry and a diagnostics anomaly. After re-measuring, normal function resumed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.